Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lot and serial numbers were unobtainable. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had signs of infection at the connection site of the extension and middle site of the ins. The patient was admitted to the hospital and a cleaning of the infection site was scheduled. Telemetry was performed using the clinician programmer but the telemetry data could not be obtained. The issue was not resolved at the time of the report. No further complications were reported as a result of this event.